Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a hard time recharging the implant. They were trying to connect the programmer to the recharger. The patient reviewed what was on the screen: 100% charged. It was explained to the patient this meant the ins battery was completely charged. They turned the recharger off and put it in the dock. With instruction, they connected to the implant with the communicator, and received a power-on-reset (por) message, which they were able to clear. They turned therapy on and checked the battery status. They confirmed it said the ins battery was 100%. It was reviewed all external devices were operating as designed. The troubleshooting steps that were taken on the call resolved the issue. There were no patient symptoms or further complications reported at this time.